Event description:
A surgeon reports a pt was discharged from the hospital three days following intraocular lens (iol) implant surgery. After two days at home, the pt complained of blurred vision in the right eye. After three days at home, the pt returned to the hospital for a follow-up visit. Examination revealed empyema (pus) in the anterior chamber. The pt was treated with antibiotics and steriods and the pt was discharged from the hospital on 11/2006. Two days after returning home the second time, the pt was readmitted with complaints of blurred vision and discomfort. The lens was explanted 5 days later. The surgeon feels the iol may have contributed to the pt's postoperative course.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested on 11/28/2006 and add'l info was received on 12/01/2006.